Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to difficult deployment, a single leaflet device attachment, tissue injury, and surgical intervention. Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. The mitraclip delivery system (cds0706-xtw, 40320a1041) advanced and was placed on the leaflets without an issue reported. Deployment was initiated; however, the deployment took approximately 8 minutes for the xtw mitraclip to release from the delivery system. The clip was eventually deployed/implanted, reducing the mr to trace. The following day, echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet, a single leaflet device attachment (slda). The mr had increased to grade of 3+. On 05 aug2024, a follow up echocardiogram was performed. Anterior leaflet tear was observed. On (B)(6) 2024, a mitral valve replacement was performed. The clip was explanted and returned for analysis.

Event description:
Subsequent to the previous report, the additional information was received: post-procedure, the single leaflet device attachment (slda) and anterior leaflet tear were observed.

Manufacturer narrative:
All available information was investigated, and the reported slda could not be replicated in a testing environment as they were related to patient anatomy and/or procedural related. In additions, the reported difficult or delayed activation (difficulty deploying the clip) could not be replicated in a testing environment due to the conditions of the returned device as the clip was returned without the clip delivery system. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult deploying the clip and slda. The reported patient effects of mitral regurgitation (mr) and tissue injury (anterior leaflet tear) appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical interventions were results of case specific circumstances as the patient returned to the hospital and mitral valve replacement was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.